Event description:
It is reported this event occurred in the pulmonary medicine department. During insertions, a leak was found between the syringe and the introducer needle. As a result, a new kit was opened and the catheter was placed successfully. There was no delay reported. There were no patient injuries, complications, or death reported.

Manufacturer narrative:
(B)(4).